Event description:
It was reported by repair work order that the bed exit would not alarm due to a scale calibration issue. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.